Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that (03.168.010, multifunction rod for insertion insts) had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (multifunction rod for insertion insts) would contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 03.168.010-us. Lot: 4348p53. Manufacturing site: balsthal. Release to warehouse: 15-mar-2023. A DHR evaluation was performed for the finished device article # 03.168.010-us lot # 4348p53, and no non-conformances were identified. Assessment performed by (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '( 03.168.010, multifunction rod for insertion insts) had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (multifunction rod for insertion insts) would contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 03.168.010-us lot: 4348p53 manufacturing site: balsthal release to warehouse: 15-mar-2023 a DHR evaluation was performed for the finished device article # 03.168.010-us lot # 4348p53, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2025 the surgeon was using the rod for removal and the tip of the rod snapped off intraoperatively during removal. Plate and screws were removed successfully. There was no adverse patient consequence and no surgical delay. The procedure was completed successfully.